Manufacturer narrative:
H6 impact code were updated as inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
B1 product problem selection was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was returned therefore the investigation is underway. A supplemental MDR will be filled once completed. The device was returned therefore d9 and h6 was updated.

Manufacturer narrative:
A141101 was erroneously entered on the initial manufacturer device report number. A141102 was added.

Manufacturer narrative:
Corrected data d1 updated/corrected. D4 catalog, serial, and UDI numbers updated/corrected. Investigation summary low pump flow/hemolysis/high purge pressure: the cause of the low pump flow, hemolysis and high purge pressure issues was determined to be biomaterial ingestion as evidenced by log pattern showing ingestion and returned product confirming biomaterial. Placement signal issue: the log analysis identified this issue as a potential console-related issue. Please refer to pi-17728187383362739 for an investigation into the console ic3992.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex was placed via the femoral vein to support the 60-year-old male patient who had been admitted in with cardiogenic shock and cardiomyopathy, presenting in scai stage d shock. The patient was supported by a bipella support, as he is supported by both the rp flex and the impella 5.5, which is captured in (B)(4). The team was aware of prior history of diabetes and coronary artery disease. While on support the patient had purge pressure/purge flow issues which prompted the team to add the lytic, tpa, to the purge fluid. The pump placement signal also was lost after a coughing episode, as he is observed to have a significant gag reflex. The pump position was reviewed as the placement signal was lost. In addition, there was bacteremia and hemolysis. The patient had dialysis/crrt begun to treat the renal failure. Pump remained on support despite these malfunctions and harms and concern for possible thrombus ingestion. The team was discussing plan of care and patient being made care and comfort and the pump was explanted on day 7. The patient outcome after this care/comfort change is not known.